Event description:
Pediatrics was called to term c/s due to oligohydramnios, breech position, and fetus with multiple congenital anomalies noted on prenatal ultrasounds. Infant was handed to peds blue, no cry, no respiratory effort. Brought to dr1 and placed on resus table, still blue, no cry, no respiratory effort, initial hr <60. Was bulb suctioned, mask CPAP initiated, after 30 seconds, ppv initiated at 21% fio2, 30/5, hr 60's, noted color change with weak cry. Hr increased to 80's but still poor resp effort, pressures increased to max of 50/5, fio2 increased to 60%, chest compressions initiated at 2.5 mins of life for hr back down to <60, given for 30 seconds with improvement of hr >60. Ppv resumed for 4.5 mins with max pressures of 50/5, fio2 increased to 100%. At 8.5 mins of life, CPAP peep 5, 100% initiated, then ppv resumed. At 12 mins of life, the ventilation mask was changed and a part of the connector was broken into the neopuff. Because it was not possible to get the piece out, the circuit on the neopuff was changed. When the new circuit was applied, the peep was at 20 cm h2o. This was not recognized for the duration of the resuscitation. Upon return to the nicu, it was determined that the infant had a pneumothorax, and a chest tube was placed. Because of the high pressures needed to ventilate this infant, it is not clear that the pneumothorax was directly related to the high peep, but it certainly can not be ruled out. This is the second such event we have been aware of. When it was first discovered, we notified the manufacturer who indicated they would begin an investigation. At the time of the first event, we tested the circuits and discovered that it was possible to deliver a 50 cm/h2o peep at 10 lpm. The specification of the device is 15 cm/h2o peep. This was found to occur on several different lots -111128, 110725, and 110820- and on different neopuff devices using different gas sources. Until such time as this problem can be addressed by the manufacturer, we feel that the end users should be made aware of this increased risk of inadvertent high pressure. We are fortunate to have video and analog recordings which alert us to problems so that we can address them. Not all clinicians will have such equipment.